Event description:
Note: this report pertains to the first of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an internal hemorrhoid ligation procedure performed on (B)(6) 2021. During the procedure, when trying to deploy a band, the second band began to fail. After three more attempts, the bands moved out in their position but could not deploy and the white band was cut off by the thread. The first device was then removed and a second speedband superview super 7 device was installed; however, only the first band was able to deploy and the remaining bands failed to deploy. No patient complications were reported as a result of this event. Note: a video and photos were provided by the customer showing the two devices outside the patient. The video shows one of the devices in which the white band got broken during deployment and overlapped with the other bands. The photos show a ligator head with bands also observed tangled and move out of their original positions. Additional information received on december 15, 2021. It was reported that after the bands were unable to deploy the patient had bleeding and it was resolved by completing the procedure with another speedband superview super 7 device. It was also noted that the patient was stable at the conclusion of the procedure. Additionally, there was no difficulty experienced upon setting up the device and both devices were used in the anus.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem), d7 (sud reprocessed and reused?), e1 (initial reporter facility name, address 1, city, country and zip/post code), e2 (health professional), e3 (occupation), h2 (if follow-up, what type?) , h6 (patient code) and h8 (usage of device). Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an internal hemorrhoid ligation procedure performed on (B)(6) 2021. During the procedure, when trying to deploy a band, the second band began to fail. After three more attempts, the bands moved out in their position but could not deploy and the white band was cut off by the thread. The first device was then removed and a second speedband superview super 7 device was installed; however, only the first band was able to deploy and the remaining bands failed to deploy. No patient complications were reported as a result of this event. Note: a video and photos were provided by the customer showing the two devices outside the patient. The video shows one of the devices in which the white band got broken during deployment and overlapped with the other bands. The photos show a ligator head with bands also observed tangled and move out of their original positions.